Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 1982. Investigation summary: the complaint of leaks on item mc33038 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. The device history record for lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.

Event description:
A complaint was received regarding a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing that experenced leakage. Report 1 of 2. Medwatch report #mw5166363 and mw5166364 received on 03-mar-2025 stated that when changed piv (peripheral intravenous line), j-loop flushed without issue. Put dressing on site was clean dry and intact. Noted pink drainage on one side of dressing, flushed again and noted scant drainage under dressing. Took dressing off, noted j-loop secure to IV catheter, unable to see where leaking was from. Changed j-loop, initial flush prior to attaching to patient, no leak noted. Attached to catheter, noted scant leak. Changed j-loop again without continued leaking. Both (j-loops) which leaked are from ICU medical. Additional event information obtained from ufmw: the report was completed by a risk manager. Initial reporter asked to remain confidential. The date of this report was on 12-feb-2025 and the date of event was on (B)(6) 2025. The patient involved is a 43yr old male non-hispanic white. The suspect medical device is 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing with list number mc33038 and lot number 14163930, common device name set, administration, intravascular with expiration date 01-jan-2029. Outcomes attributed to adverse event: required intervention. Operator of the device is a health professional. This is a single use device that was not reprocessed. The device is not available for evaluation. No combination product. Type of event is serious injury. Health effect with clinical code is 2686: fluid discharge.